Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone that the insulin pump automatically shut off and had black screen. Customer¿s blood glucose was 268 mg/dl at the time of incident. Customer states the pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated that the black screen did not disappear. The insulin pump will be returned for analysis.